Event description:
It was reported that a patient presented in-clinic for a lead revision procedure. Prior examination of the patient's right atrial lead via imaging revealed dislodgement. No electrical malfunctions were reported. The right atrial lead was repositioned on (B)(6)2023. The patient was stable throughout.